Manufacturer narrative:
Additional manufacturer narrative - report of edwards mitral bioprosthetic valve explant due to mitral stenosis five (5) years post implant, patient passed away approximately nine (9) days post implant. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed. There is no information that this device caused or contributed to the patient's death. Edwards will continue to monitor all events. No further actions are possible with the available information.

Event description:
Edwards received information that a bioprosthetic valve was explanted due to mitral stenosis approximately five (5) years after implant. The device was replaced with another mitral bioprosthetic valve and received implant of an aortic bioprosthetic valve during same surgery. Patient passed away approximately nine (9) days post implant. Cause of death is noted as "right ventricular failure, preop." No additional information was provided.